Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#4351721): 1) the products of this batch were assembled at intima ii auto line 3 in jan 2025, and packaged at cfs package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 2 photos but did not return the defective sample. The photos show that there is leakage between the pp connector the syringe. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found. 4. According to product design: pp connector can be connected with iso luer joint. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photos shows that there is leakage between the pp connector the syringe. Since the syringe does not have the iso luer joint, the root cause of the leakage cannot be confirmed to be related to product quality. The plant will continue to monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc hp leaked with power injector on the morning of (B)(6) 2025, at 8:50 a.m., the patient underwent magnetic resonance imaging (MRI) with contrast enhancement in the radiology department. After the indwelling needle was inserted, blood leaked from the patient's end of the connector. Upon injecting saline solution to confirm the leak, the indwelling needle was immediately replaced with a new one, and the patient was re-inserted and injected. The treatment was successfully completed without causing any other harm to the patient.